Event description:
An altitude alarm was reported on the customer's pump, causing their blood glucose level to exceed normal ranges, with the displayed value shown as "high." The customer addressed the high blood glucose by using a correction injection via mdi (multiple daily injections) without requiring third-party assistance. As a corrective action, the technical support team instructed the customer on cleaning the pump's speaker holes and reconnecting the cartridge, and subsequently replaced the pump and cartridge after issues persisted. The customer was advised to use a backup therapy, mdi, to ensure insulin delivery was not interrupted until the new pump, equipped with updated software, was received.